Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately, six years and three months post deployment, CT of the chest revealed extensive pulmonary emboli including a saddle embolus with extension bilaterally into subsegmental order branches. Therefore, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Additionally, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2010); (manufacturing date: 12/2007).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced a bilateral pe, resulting in copd. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records have been performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.(expiry date: 12/2010); (manufacturing date: 12/2007).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced a bilateral pe, resulting in copd. The current status of the patient is unknown.